Event description:
It was reported that the health care professional (hcp) placed a call into technical services (ts) for a review of the data of this patient with this implantable device. Upon review, it was noted that this device had a stored episode with noisy signals. Additionally, some noisy signals oversensed on both non-boston scientific right ventricular and right atrial leads were also noted. Which was believed it was caused by the electrocautery surgery. All of the measurements were stable. No programming options were recommended, the device is operating as programmed. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).